Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that since implant, the patient had not had therapy benefit. The programs were changed and settings were increased but the issue remained. Symptoms included frequency in urination and leakage. An appointment was scheduled for (B)(6) 2016. It was later reported that the patient did not feel stimulation and stimulation was determined to be off. The patient turned therapy on, but the issue did not resolve as the patient did not feel stimulation. The caller declined assistance in turning up stimulation. It was noted that the patient recently went through a security gate and set the alarm off. The patient would follow up with healthcare provider if symptoms persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were implanted for bladder and that since implant they never had therapeutic effect. Patient had trouble with leakage and stated they urinated so much. Patient reported that the implantable neurostimulator (ins) seemed to increase the leakage rather than decrease, further stating that since implant, their leakage seemed worse. Patient wanted to have their device checked. No further complications were reported or anticipated.